Event description:
It was reported that a spectrum pump displayed sys error 105. Any pt involvement, injury or med intervention is unk.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported sys error 105 which was reproduced. Sys error 105 was confirmed and caused by a seized motor. The failed motor assembly was replaced.